Event description:
It was reported that as hemodialysis was being discontinued the arterial locking hub cracked and broke leaving the spike in the extension. The arterial extension was clamped and the pt was admitted to the hospital, where the catheter was repaired and intravenous antibiotics were prescribed and administered. The pt is fine and the catheter remains in situ.

Manufacturer narrative:
The cracked hub was discarded. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without examination of the device involved in the event we are unable to determine the cause or factors which contributed to this event.